Manufacturer narrative:
(B)(4).

Event description:
The pt received another implant in november or (B)(6) 2010. About 5 weeks later she lost stimulation sensation. Impedance measurements were normal. It was possible to obtain stimulation at higher amplitudes but it was in the wrong location. It was planned to obtain x-rays to determine if lead migration occurred. It was unclear at the time of this report if the pt received a replacement ipg, whole replacement device system, or a second active device system. Further info is being requested at this time.